Event description:
It was reported that this lead was explanted due to helix extension issues. After two attempts the physician decided to use another lead. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
It was reported that this lead was explanted due to helix extension issues. After two attempts the physician decided to use another lead. A new lead was successfully implanted. No additional adverse patient effects were reported.